Event description:
This is a spontaneous report by a nurse from the USA of patient made a mistake/ touch contamination and peritonitis with culture positive for staph aureus in a male patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that the patient's experience was, patient made a mistake/ touch contamination and peritonitis (date of onset not reported). On (B)(6) 2010, the patient was hospitalized for the event of peritonitis. Treatments for the events were not reported. In (B)(6) 2010, dianeal pd4 ambuflex therapy was discontinued, the patient's pd catheter was removed and the patient was switched to hemodialysis. The outcome for the event was not reported. The patient was still hospitalized and had not recovered . Concomitant medications were not reported. Per the nurse, the event of peritonitis with culture positive for staph aureus was not related to dianeal pd4 ambuflex therapy but was rather due to patient made a mistake/ touch contamination.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10i29081 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.